Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was a load step malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were pump not primed warnings and no cartridge detected warnings observed in the black box. During the load step the piston did not move and the pump primed until cartridge was loaded. An occlusion alarm occurred while loading the cartridge. A force sensor calibration test confirmed the sensor was not detecting correct force. The pump was opened for investigation and revealed a component on the printed circuit board had dislodged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.